Manufacturer narrative:
Quality control (qc) was within specification prior to the event. The unit is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse flushed the flow cell with bleach as a preventive maintenance (pm) measure and performed a large latex calibration. Raw data files were also collected and are pending receipt. As per dxh 800 instructions for use: suspect messages are generated by internal algorithms to convey that a clinical condition may exist with a specimen based on an abnormal cell distribution or population, beckman coulter recommends the review of results displaying a suspect message, as appropriated , according to the laboratory's own patient population and practice. The failure mode of the discrepant results is currently not identified. Raw data analysis is still pending. MDR 1061932-2013-00967 is associated with this event and documents the results obtained on the dxh 800 serial # (B)(4).

Event description:
This is a follow up report.

Event description:
A customer reported to beckman coulter (bec) reporting that differential results obtained for a single patient run on two (2) different unicel dxh 800 coulter cellular analysis systems (serial #'s (B)(4)) on the same day, failed to identify the presence of blasts. This report documents the results obtained on dxh 800 serial # (B)(4). The customer confirmed that blasts were seen by the manual smear review with a value of 0.06, which was reported as correct. Results recovered for the automated differential on the two instruments correlated, although the manual smear was considered accurate. No instrument flags were generated to alert the operator of any issues. The erroneous results were reported out of the laboratory. There was no death, injury or affect to patient treatment in connection with this event.

Manufacturer narrative:
Please note: upon further review the event date was (B)(6) 2013. The correct event date has been updated in this final report. Evaluation results: results pending completion of evaluation. Final investigation: review of the raw data received on (B)(4) 2013 indicates that the sample provided has 6% blasts, but the algorithm did not set any suspect flags. The histograms show a slightly low volume neutrophil population touching the lymphocyte population. However, the abnormality was not significant enough for the algorithm to set blast flags.